Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician felt the right ventricular (rv) lead had a sensing issue as the physician had to make multiple attempts in different locations to find good r-wave sensing with the lead. The rv lead remains in use. No patient complications have been reported as a result of this event.